Event description:
Resistance was encountered as the proximal end of the enterprise vrd was transitioning from the introducer into the prowler select plus 150/5 cm microcatheter (mc). During visual inspection, it was noted that the stent was dislodged from the delivery system. It was reported that it is not certain that the touhy was closed to secure the introducer in place and that possibly the introducer was pushed backward, thus causing a small gap between the introducer and the mc. During removal, the introducer was not fully seated/engaged in the microcatheter hub and the stent was not recaptured in the introducer. The mc and enterprise were removed from the pt and the procedure was continued successfully with another mc and enterprise vrd without adverse event. Prior to attempt insertion there were no damages noted on any of the products and all were prepped per IFU guidelines. The user is experienced in the use of the enterprise vrd. The enterprise distal tip was not re-shaped. After the enterprise was analyzed, the delivery system was found stretched.

Manufacturer narrative:
A review of the device history records (DHR) for the enterprise vrd indicates that it was final inspection tested and deemed acceptable for shipment. The stent was not returned for analysis. The delivery wire has slight bends over the distal 34.5cm and a white to light blue colored foreign material between the coil wraps adjacent to solder joints; also present in the introducer is apparent moisture. The proximal coil presents a 3.35cm stretched region beginning 29.55cm from, the distal end of the coil or 34.50cm from the distal tip with concurrent coil displacement distally and coil wrap misalignment. The introducer tip does no present any obvious indication of manufacturing defect or anomaly. X-ray spectrum of the foreign material deposit yielded elemental carbon, oxygen, sulfur, sodium, silicon, calcium, potassium, and chlorine; these components were not used during the manufacturing of the system; therefore, we can conclude this foreign material was not part of the system. However, it is possible that some of the elements detected may have come from saline solution. Platinum, tungsten, nickel and titanium were also detected in the x-ray analysis; however, those were not part of the foreign material and therefore were not considered as they are the main elemental components of the coil and core wires. The introduction procedure is technique driven requiring proper orientation and positioning of each component of the system. If there is a gap between the introducer and the mc as the stent is advanced from the introducer, the proximal end of the stent will expand (spread out) as the stent enters the gap, allowing the delivery wire to advance at a rate greater than that of the stent. This in turn, will result in some noticeable resistance felt by the clinician as the enterprise system is advanced; the greater the gap, the greater the detected resistance. The specimen device does not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. As reported by the user, it appears that the procedural factor of not maintaining the proper introducer position within the hub of the mc, as outlined in the instruction for use (IFU), during insertion caused the difficulty inserting the enterprise vrd into the prowler select plus mc. This same procedural factor then resulted in the dislodgement of the stent from the delivery wire with retraction and likely contributed to the stretched/damaged condition of the delivery wire. The IFU cautions that the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. There is not indication that the event is related to the design or manufacturing of the device, but appears to be related to procedural factors. This is one of two products used during the same procedure on the same pt, which is associated with mfg report #1058196-2009-00041.